Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during preventive maintenance: asset (B)(6) failed due to technical event: 231008 tagd_o2valveleak. Needs pressure sensor assembly. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during preventive maintenance: asset 503379 failed due to technical event: 231008 tagd_o2valveleak. Needs pressure sensor assembly. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.